Manufacturer narrative:
Investigation result of wire broken. Investigation results: analysis of the returned rx cytology brush device confirmed that the device failed to extend. The working length of catheter was found to be bent and kinked in multiple places throughout, with more severe bends/kinks at about 55.0 cm and 61.8 cm 101.4 cm from heat shrink, including wire kinked/bent at all 3 of those locations. The brush would not extend and thumb ring cannula experienced play in the handle, indicating wire had broken or pulled out of cannula crimp. Catheter was cut a few inches from distal end of sheath and an attempt was made to move wire inside catheter. Wire would not move in either direction due to the multiple bends and kinks in sheath and wire. Therefore, the most probable root cause classification for the reported failure is operational context since the complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. . A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure in performed on (B)(6) 2014. According to the complainant, during the procedure, the brush would not extend. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: wire broke.